Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-02737. UDI: (B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, it appears that stored tension in the system may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a tf tavr case, the first 23mm sapien 3 valve landed 20:80 (aortic/ventricular) in the annulus. The decision was made to deploy a second 23mm sapien 3 valve to anchor the first one. The second valve was deployed in the planned 80:20 (aortic/ventricular) within the first valve. Coplanar was optimal for this patient and there was no tortuosity. The patient was stable and was transferred to the ICU for observation. There was no heart block and the mitral valve was not compromised. No pvl or central ai were noted. An amplatz es wire was used for the procedure. The stj measured 26mm and calcium was moderate in the native valve. The physician used the fine adjust knob for positioning of the first valve. The physician believed the adjustments made with the fine adjustment knob were delayed from the time he wound the knob until the point at which the action occurred at the annulus. It was believed there may have been stored tension in the system due to the patient's anterior/posterior projecting arch causing the delivery system to buttress against the outer curvature once the valve was across and the wire was in the ventricle.